Event description:
The customer ran a blood test on the contour next ez. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The strips were not expected to be returned for investigation. New meter was sent to the customer.